Event description:
The pt reported that he has been experiencing retrograde ejaculation since his prostiva procedure approx one yr ago. Further info could not be obtained.

Manufacturer narrative:
To date the device has not been returned to medtronic for eval. If further info is received or the device returned, a follow-up medwatch report will be sent.